Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on medical records provided. A review of DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training material revealed no deficiencies. During the manufacturing process, all model of sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. As reported ''it was a case of a 23 mm sapien 3 ultra valve implanted in aortic position by transfemoral approach. 4 years and 3 months after the procedure. On (B)(6), tte was done, and it was observed moderate stenosis aortic valve, one cusp appeared fixed and mild. On (B)(6), tte was done, and it was observed that the aortic valve was well seated, evidence of valve stenosis, estimated valve area 0.9 cm2, mild to moderate transvalvular regurgitation, right coronary cusp restricted and mild to moderate ai (central).'' Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Based on the limited available information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of a 23 mm sapien 3 ultra valve implanted in aortic position by transfemoral approach. 4 years and 3 months after the procedure, the ao/eoa decreased from 1.56cm2 (30d fu) to 1.0cm2 and the mean gradient increased from 14mmhg (30d fu) to 36mmhg. The patient was hospitalized, and medication was given. Tte was previously performed, and it was observed moderate stenosis aortic valve, one cusp appeared fixed and mild ai. Another tte was performed, and it was observed that the aortic valve was well seated, evidence of valve stenosis, estimated valve area 0.9 cm2, mild to moderate transvalvular regurgitation, right coronary cusp restricted and mild to moderate central ai. As per medical opinion, the root cause of the increased gradients was possible valve degeneration.

Manufacturer narrative:
The investigation is ongoing.